Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was on the maximum articulation. The first reload in the second firing was fired partially. The second reload could not be fired at all by the same handle. The surgeon was able to pressed the green button and but could not squeezed the handle. The squeezing handle or trigger of the device broke off also. To resolve the issue, a new handle with the second reload was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.